Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate. However, the patient is stated to be doing fine with no reported adverse events. The DHR was reviewed and no discrepancies were noted. Also, no abnormalities were noted with the implant itself during placement. The actual complaint part is to yet to be returned by the customer. More results will be available after completion of the evaluation and investigation of the returned part. "Failure to osseointegrate" is a well-known and well-documented inherent risk of the implant procedure and is dependent on multitude of factors and not caused by the implant itself.

Event description:
It was reported by the dentist that the implant failed to integrate. The implant was placed at tooth location #28. However, it was extracted after eight months of placement due to loss of osseointegration. However, the patient is stated to be doing fine with no serious injury or any other adverse events. The patient had type 2 bone and implant was placed in a previously grafted site. Also, granulated tissue was observed at the implant site. No abnormalities were noted with the implant itself during placement.

Manufacturer narrative:
Correction: section b: b1: adverse event selected based on the review this complaint. This complaint is classified as a serious injury. B2: required intervention to prevent permanent impairment/damage selected to support the serious injury classification. Section d d5: operative of device answered as it was omitted from the initial submission. Section h h1: type of reported event update to serious injury based on the complaint classification. H6: patient code updated to 1924. Impact code: 4627 as this evaluation code was not required on the original submission. Medical device code: 2408 updated to reflect loss of osseointegration only. The device investigation has been completed and the results are as follows: device history record (DHR) reviewed? Yes the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed? Yes the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device inspected? Yes the returned part was verified to be inclusive tapered implant 3.7 mmd x 11.5 mml x 3.5 mmp using the radiographic template. No defect was observed on the surface of the implant. Investigation results: the returned part was physically inspected in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.